Manufacturer narrative:
Pump error 25 due to connector resistance issue. Pump passed the displacement test, sleep current test and active current test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device has had a second power error detected within four hours of the previous occurrence. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.